Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm and believes it was due to placing infusion set in a bad spot with scar tissue. Customer was able to resolve no delivery with a complete set change. Customer's blood glucose was 400 mg/dl. Customer also reported that insulin pump was cracked from the display screen corner to the reservoir compartment. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.